Event description:
Customer reported obtaining multiple false positive sars results. Customer unable to provide details on how many false positive results they received. Attempts were made to gather further information from the customer without success.

Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause:unable to determine. Source: email/web.